Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported perforation and the relationship to the device if any; however the entrapment and separation appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, clarifying information was received stating the reported dissection was actually a perforation. The bleeding was not severe and stopped by itself.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending (lad) coronary artery. The versaturn guide wire was advanced in the lad as extra security (nothing advanced on wire) when performing pci with a second versaturn guide wire. According to the physician, there was a 3 year old stent in the lad. The guide wire was advanced with no issues but became trapped when trying to pull the wire back, with resistance noted, and the wire was broken leaving 3 cm of the tip in the vessel. After a long time, the separated portion was removed from the patient anatomy using a snare. Due to the length of time, the patient received large amounts of x-ray and contrast. There was also a small dissection reported. The patient had to stay one additional day in the cardiology ward for supervision. No additional information was provided.